Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the patient. It was reported that the patient's ins was not working.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt reported that their device stopped working about 8 months ago. Pt said they were in the process of moving and their stimulator machine got packed up and "it" went through the three times to where you let the battery die and it won't charge anymore; patient services (pss) understood this as the pt has been in overdischarge before and understood that after the third overdischarge the implant battery would need to be replaced. Pt said the last time they successfully charged their implant was over a year ago. Pt said since the implant battery "died" they have been having issues and they don't know if this is due to the implant or what is going on. Pt said that they have had issues with their bowel movements and a "catch" in their back where their wires are; pss understood this as where the leads are placed. Pt mentioned that they no longer saw the managing doctor they used to see because the doctor will no longer see them due to having marijuana in their urine at one time. Pt mentioned wanted to be on pain medications on the call. The patient was redirected to their hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.